Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values: not using same commercially distributed bg meter for accuracy comparisons and calibrations: not doing quality checks on bg meter per manufacturer¿s recommendations and is using bg values outside of 40-400 mg/dl or 2.2-22.2 mmol/l for calibrations; this complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to bg excursions.